Event description:
The facility representative reported an ipump with a condition of "faulty mpu pcb." This condition occurred upon power-up in the biomed service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a faulty micro-processor unit (mpu) board involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a mpu printed circuit board (pcb) failure. The mpu board was replaced to fix the reported condition.